Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter and uploaded software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a, 840 ventilator display was erratic and unreadable. Patient involvement is unknown.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.